Event description:
The nurse was inserting IV and noticed that y connection separated from the tubing.

Manufacturer narrative:
Received one used unit in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 04/23/08.